Event description:
It was reported that the clips were not advancing into the jaws with three different devices. The customer used a like device to complete the case with no pt consequence.

Manufacturer narrative:
Eval summary: three devices (a-c) were returned for analysis. Device (a) was rec'd in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specs. Device (b) was rec'd with the advancer broken. The instrument was cycled and pear shaped the remaining clips due to the advancer condition. Device (c) was rec'd with the advancer broken. The instrument was cycled and pear shaped the remaining clips due to the advancer condition. The batch history records were reviewed with no anomalies noted during the mfg process.